Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a cubie pocket issue. A field service engineer assisted in recovering pockets and removing debris from the treat area, reconfigured the drawer and filled empty slots to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer that had failed pockets. The customer reported that the cubies were not detected on the communication bus even after rebooting it and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.